Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room and it was noted that therapy was exhausted. Technical services (ts) discussed raising the zone rate or using one button detection. No adverse patient effects were reported.